Manufacturer narrative:
Complaint confirmed, the distal end of the impactor broke off. The cause is undetermined.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that (2) ar-613-98 small impactor tips broke during use. This was discovered during a tka procedure on (B)(6)2021. A third impactor was used to finished case without further issues.